Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 no channel ID. Technical support- 1. Replace logic board. 2. Replace motor control board. 3. Return the module to the factory. Biomed will get a po and send in unit for flat rate repair. A review of the device history record showed the device had a manufacture date of 01mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. Technical support- 1. Replace logic board. 2. Replace motor control board. 3. Return the module to the factory. Biomed will get a po and send in unit for flat rate repair. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device received no channel ID error after going through a display test. The tech recommended replacing the logic board and the motor control board. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 01mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device received no channel ID error after going through a display test. The tech recommended replacing the logic board and the motor control board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received no channel ID error after going through a display test. The tech recommended replacing the logic board and the motor control board. There was no patient involvement.